Manufacturer narrative:
H.6. Investigation: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that they were encountering identification problems during runs with a bd applications specialist. Information regarding the panels used or the specimens involved was not provided for the investigation. A bd field service engineer (fse) reviewed the instrument. The fse cleaned the optical system, replaced the normalizer panels (p/n 447157), and ran a light source adjustment. The instrument was found to be operational and was returned to the customer for use. The root cause is not known. As the failure mode was believed to have been remedied by the fse actions, this is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Review of service history for this instrument was completed and revealed no previous cases related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while running bd phoenix¿ m50 automated microbiology system there misidentification issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: user reported an identification problem during runtime to the application specialist.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd phoenix¿ m50 automated microbiology system there misidentification issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: user reported an identification problem during runtime to the application specialist